Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician reported that they had a patient come in with high lead impedance on their systems and normal mode testing. The patient did have a seizure and a fall prior to the reported event and received stitches to his chin. He was having pain related to his injury. No one saw the fall. The patient went to surgery and the surgeon reported performing diagnostics before the surgery began and the lead impedance value was somewhere in the 6000 ohms range and was not receiving a warning message. A pin reinsertion was not performed. Preop x-rays were not taken. The patient had their lead replaced and it was not returned for analysis. A lead break was not visualized in the operating room.